Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-06323. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2012, clinical assessment indicated that the patient¿s qualifying condition was silent angina as well as abnormal fractional flow reserve (ffr) and abnormal stress test or imaging stress test indicated ischemia prior to procedure. The 1st long target lesion was located in the proximal left anterior descending artery (prox lad) extending to mid lad with 65% stenosis and was 14mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x28mm ng promus stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the mid lad with 60% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.0x12mm ng promus stent, with 0% residual stenosis following post-dilation. One day post index procedure, the patient had elevated cardiac enzymes indicating a myocardial infarction. No action was taken to treat this event. The patient was discharged on dual antiplatelet medication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).